Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the insulin pump was dropped in the pool and the numbers are ramping up on their own. Customer's current blood glucose readings are 227 mg/dl. No further information provided.